Event description:
After 2 years or cochlear implant use, this pt reported that he experienced a decrease in hearing performance. Per the audiologist, implant impedance measurements fluctuated over time. The healthcare provider and pt decided to schedule explant without prior device testing by a company rep. Explantation/reimplantation surgery was successfully completed in 2005.